Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2018; 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads dislodged. Both leads were explanted. No patient complications have been reported as a result of this event.